Manufacturer narrative:
The device was received for evaluation without a pouch and an evaluation is complete. A visual inspection was performed with the naked eye and a pinhole was identified on the welded cassette. Functional testing was performed which included leak testing. During leak testing a leak at a pinhole was identified. The reported condition was verified. An assignable cause of the pinhole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the side of a homechoice automated pd set with cassette. This was observed immediately after the patient had removed the cassette from the homechoice cycler. There was no patient injury or medical intervention associated with this event. No additional information is available.